Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence suggesting that the liquid embolic was defective, but rather a procedure related event. However, the event could not be confirmed, as cause of the event could not be definitively determined. Per the liquid embolic material¿s instructions for use (IFU): difficult catheter removal or catheter entrapment may be caused by any of the following: angioarchitecture: very distal bavm fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. MDR related to this event: 2029214-2017-00286 2029214-2017-00287.

Event description:
Citation: transarterial treatment with onyx of cognard type IV anterior cranial fossa dural arteriovenous fistulas. Li c1, wu z, yang x, li y, jiang c, he h. J neurointerv surg. 2014 mar;6(2):115-20. Doi: 10.1136/neurintsurg-2012-010641. Epub 2013 feb 15. This patient presented with intraparenchymal hemorrhage was asymptomatic with sudden seizure, headache, nausea, without neurological impairment. The right middle meningeal artery was treated with the liquid embolic material. There was report of catheter entrapment. Fortunately, hemorrhage did not occur during retrieval of the microcatheter and there was no subsequent complication associated with retention of the distal part of the microcatheter in this case. Post intervention, the patient was reported to have transient chemosis and retro-orbital discomfort. However, this did not required medical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.